Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached the 300mg/dl range while wearing the pod on his back for longer than 48 hours. She stated that the adhesive was not sticking well and he had to see the school nurse during the day to help keep the pod attached. The nurse taped the pod up while he was at school since the adhesive was not secure, but the cannula appeared to have come out before he arrived home at the end of the day. Treatment included changing the pod and giving a manual bolus. The mother stated that the cannula also appeared bent a little when the device was removed.

Manufacturer narrative:
The returned device was evaluated. Inspection of the device did not find any errors that would cause the cannula to become dislodged. No bends or kinks were found in the soft cannula. Inspection of the adhesive pad did not find any errors. No other defects or deficiencies were found that would result in high blood glucose levels. Correction (device available for eval: yes, date returned to mfg: 3/6/2019) the device had been received at the time of initial report. Correction (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.